Manufacturer narrative:
A ge service rep performed an on site investigation. The ipc board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 7900 system would restart itself intermittently. No pt injury was reported.